Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 11 of the 14 prescribed days. The patient had sensitive skin and a known history of reactions to medical adhesives. A medical assessment by irhythm¿s chief medical safety officer concluded that the reported event is most consistent with non-infectious skin irritation rather than a device-related infection. Although small quantities of stenotrophomonas maltophilia were identified through biopsy, this organism is commonly found as normal skin flora, and the findings were not indicative of an active infectious process. The patient also reported not showering during the first several days of device wear, which may have contributed to localized skin irritation and bacterial colonization. Overall, the event was assessed as consistent with a known skin irritation adverse event associated with prolonged device wear, rather than a direct infectious effect of the adhesive or device itself. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient reported seeking evaluation from a dermatologist for skin irritation at the zio monitor device application site. The symptoms included itching, redness, and a burning sensation, along with welts and hives extending from the chest to the neck. A biopsy was performed, and the patient tested positive for stenotrophomonas maltophilia. The patient was prescribed levofloxacin tablets and triamcinolone acetonide cream as treatment.